Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01664. This report is being submitted as additional information the referenced report of previously reported external driveline repair is captured under medwatch MFR report # 2916596-2018-01345. Approximate age of device- 1 year and 1 month manufacturer's investigation conclusion: no product was returned for evaluation. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file. The log file, dated (B)(6) 2018, contained approximately 35 days of data, spanning from (B)(6) 2018 11:06 to (B)(6) 2018 12:38, which captured numerous low speed and pump stoppage events while the patient was supported by the power module and the mobile power unit (mpu). Several driveline fault alarms were also noted. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. The patient remains ongoing on left ventricular assist device (lvad) support using an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump stoppages occurred. The stoppages occurred after a previously reported external driveline replacement on (B)(6) 2018. The patient was asymptomatic during this event. During the analysis of the log file, the manufacturer's technical service representative observed pump stoppages. No additional information was provided.